Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. There is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. It cannot be concluded what exactly caused the patient¿s (B)(6) peritonitis. (B)(6) is known to colonize on skin and nares of humans. Therefore, the patient¿s (B)(6) peritonitis may have been related to a breach in sterile technique or touch contamination during pd therapy. Additionally, (B)(6) peritonitis is known to have a high rate of relapse and need for pd catheter removal. Therefore, the patient¿s previous (B)(6) peritonitis events are most likely associated with the relapsing nature of infection which could be related to colonization within the pd catheter (not a fresenius product). Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was diagnosed with peritonitis. The peritoneal dialysis registered nurse (pdrn) stated that the patient¿s pd effluent culture grew the organism (B)(6). It was reported, the patient had 2 previous episodes of (B)(6) peritonitis in march and may. The patient was treated with vancomycin on an outpatient basis. The cause of the patient¿s (B)(6) peritonitis was not reported. The patient continued pd therapy.